Event description:
The customer stated that the cell-dyn emerald analyzer has been flagging the abnormal white blood cell (wbc) differential count by demonstrating l2, l3 and l4 flags, but no l1 flags. The customer was instructed to follow the operators manual which stated that the wbc differential is invalidated and to follow their lab protocol for verification of different results. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.